Event description:
The customer was admitted in the emergency room for low bgs. The customer stated that pt over bolused due to high bgs. Troubleshooting was performed. In addition a test bolus was performed and the insulin exited. However, the pump did not alarm during the high-pressure test and no leaks were noticed. Advised the customer to discontinue the pump use and call the doctor for back up plan of manual injections.